Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the hospital due to multiple inappropriate shocks. Stored episodes showed counting of p-waves on ventricular lead. Previously episodes of ventricular oversensing were observed and programing changes were made. The lead was explanted and replaced. Device remains implanted.